Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 269 mg/dl, 209 mg/dl, and a reading "below 200 mg/dl." Customer could not provide the exact value or an approximation. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.